Event description:
Rvtip to rvcoil lead impedance 190 ohms. D: caller provided patient device serial number and explained an observation for rvtip to rvcoil lead impedance is present. R: reviewed carelink and support console information with caller. Noted the low, vet stable impedance trend, the short v-v counter at 0, and no evidence of noise or oversensing. Discussed bringing the patient in to clinic and performing serial lead impedance tests during patient isometrics, calisthenics, and pocket manipulation. Discussed comparing the rv bipolar egm to the rvtip to rvcoil egm and observing for noise during patient isometrics, calisthenics, and pocket manipulation. Discussed the option of disabling the rv defibrillation lead impedance out of range carealert and relying on rv lead integrity and rv lead noise for monitoring the lead. D: alert for rvtip to rvcoil impedance out of range. Appears to be just below normal range. R: impedance measured at 190 ohms, just below normal range of 200-220 ohms. No other lead trends out of range, current egm appears normal. No evidence of lead issue. Explained reason for slight difference between tip to ring and tip to coil impedances. Advised caller to turn off alert for rvtip to rvcoil impedance out of range but leave on rv lead integrity and rv lead noise alerts. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).